Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The company microstent was not received at the manufacturing site and is not available for evaluation. A review of the device history record of the reported lot number indicates that the reported product met the specifications, and there were no unusual findings. A physician reported the implant was found to be touching the iris, causing iritis; they noted possible explanation. The device remained in situ as of the latest report. Company microstent was not returned for evaluation; thus, the cause of the reported microstent malposition cannot be confirmed. Iop elevation may be attributed malposition of the microstent (iris touch) but cause was not determined. Additional information has been requested and no additional information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a hydrus shunt implant procedure, the surgeon was noted that seems to have a rotated stent with some iris touch. There was some iritis associated, which was treated with extended steroid but might require explant of the stent. Additional information has been received and stated that, the implant was found to be touching the iris, the inlet of the hydrus implant was posteriorly rotated, lightly touching the iris. The post operatively iop 30 mm hg was noted. The stent was still implanted in the eye. Additional information has been received from the surgeon and stated that, iritis has not resolved and will probably explanting.